Event description:
It has been reported to us that during the procedure, a clot formation was noticed. The physician inserted the aspiration catheter over the guidewire into the pt vessel. At some point during the procedure, the physician attempted to remove the aspiration catheter however, it became stuck on the guidewire. At the time clot formation was noticed within the vessel. The physician was able to remove the aspiration catheter and guidewire together from the pt. The physician continued the case with another device. Pt is reported to be fine.

Manufacturer narrative:
The customer indicated that the subject device was discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history records will be conducted. Device discarded-not returned for eval.